Event description:
It was reported the distal tip of this .018 guidewire detached in the pt's renal parenchyma during a nephrostomy drainage procedure. No retrieval attempts were made and no pt sequelae resulted from this event. This device was destroyed by the user facility. Therefore, no failure analysis will be available. User technique and/or pt anatomy may have been contributing factors to this event. However, without evaluating the device we are unable to determine the exact cause for this event. Directions for use state."advancement and/or withdrawal of .018/.03" wires should be smooth and without resistnce. Do not use excessive force. If resistance is felt, carefully remove wires(s) and system as a unit."